Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) conducted an on-site inspection and verified that the system failed to start, showing a cmos error message. Upon troubleshooting, the fse determined an empty system cmos battery. To resolve the issue, the fse replaced the cmos battery, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.